Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted the lap-band and port housing showed no evidence of leakage and no resistance to flow. The band tubing near the buckle showed striations and was broken, consistent with surgical damage and may have been made to facilitate removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reports leak in lap-band port.